Event description:
It was reported that the patient presented with far r oversensing which resulted in inappropriate mode switch on the right atrial lead. No intervention was performed. There were no patient consequences.

Manufacturer narrative:
Further information was requested but not received.